Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result e4 were found in the history. The occlusion limits were tested successfully. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. Consumables the adapter passed the optical inspection. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Infusion set: the used head set and transfer set were visually tested and tests for flow and tightness were performed. All samples were found in accordance with product specifications. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported that on (B)(6) 2013 the infusion device displayed an e4 (occlusion) error message. Patient stated she changed the infusion set, adapter, and cartridge and then after a short time the device displayed an e4 again. Patient reported that on (B)(6) 2013 at 7 am she experienced an elevated blood glucose level of 567 mg/dl and called the ambulance. Patient stated her blood glucose level at that time was 610 mg/dl and now she is receiving stationary treatment. Patient's normal blood glucose level was not provided. Patient reported she is currently receiving chemotherapy. Patient stated she doesn't trust the infusion device as she thinks the device delivered too low amount of insulin. Advised patient regarding the e4 and what it means. No further information is available. Requested return of the alleged infusion device for evaluation.